Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. There is evidence of melting at the distal section of the manifold and return brace. The sharp edges of the tip profile indicate that the device had not been activated for a lengthy period. The damage seen is consistent with an existing supplier CAPA. The device passed all electrical tests but could not be functionally tested due to device condition. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Electrodes without adhesive would prefer to fire up internally. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. Further investigation of this failure mode is being carried out under a new supplier CAPA. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 3 similar complaints and 1 dissimilar complaint for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The head became carbonized. Head of the electrode blew during the intervention causing an electrical arc, suction clogged with many bubbles. No impact to the patient, use of another electrode to complete the intervention (monopolar another brand without aspiration).